Event description:
Boston scientific received information that this right atrial lead exhibited an out of range pacing impedance measurement as well loss of capture. The lead was replaced, and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). To this date the product has not been returned. Should the product be returned, this investigation will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.